Manufacturer narrative:
(B)(4). Baxter has conducted a trend review but did not identify a trend for product code 2m9161 with a failure code 810:11. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with 810:11 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty a air in line printed circuit board (ail pcb). Appropriate action was taken to correct the reported problem by replacing the ail pcb. Baxter will continue to monitor similar reports to determine if further actions are required. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump with an 810:11 error. This condition had the potential to interrupt delivery. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.